Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Driver tip broke on mayo stand.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the pin that attaches the swivel tip disassembled. A two-year search of the complaint database found the root cause is attributed to product design; the design allows a clearance fit where the pin could be removed or dislodged during use. A two-year search of the complaint database did not identify a trend for the pin falling out. In addition, the date code a1207 indicates the instrument was manufactured in december of 2007 and is nearly 9 years old. Corrective action not indicated at this time. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.